Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported something is broken off the item. There is no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; a pin is missing. The complained cervical distractor has shown that one arm whose pin is indeed missing at the joint of the fixed angle. The exact cause could not be determined as to the exact cause which has led to this reported occurrence. The review of the manufacturing documents revealed that the present instrument was manufactured in 2011 according to specifications. No abnormal findings were identified. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.